Event description:
On (B)(6) 2013, it was reported that this vns patient's device was disabled two weeks prior due to pain at the chest. The pain resolved with the device being disabled, and the surgeon believed that there was a malfunction with the generator. The patient was referred for generator revision. It was reported that the physician did not see anything in x-rays (not provided for review) and that all diagnostics were okay. The surgeon wanted to revise the generator to see if it made a difference. X-rays were received for review. The generator is visible the upper left chest, close to the shoulder. It cannot be verified that the connector pin is fully inserted in the connector block. Feedthru wires appear intact. Lead appears to be present behind the generator. Lead wires appear intact at the connector pin. Follow-up with the surgeon and physician showed that the patient was experiencing painful stimulation (occurring with on times). The device was disabled, and the pain ceased; however, the patient experienced an increase in seizures due to loss of therapy. The surgeon stated that he intended to revise the generator because he didn't know what was wrong. He stated that diagnostics were all okay. The physician indicated that the patient experienced painful stimulation even at very low output currents and a pulsewidth of 130 usec. The generator was revised on (B)(6) 2013. The generator has not been received to date.

Event description:
The generator was returned on (B)(4) 2013 and is pending analysis.

Event description:
Product analysis was performed. An end-of-service warning message was verified in the pa lab and found to be associated with the output being disabled by the pulse generator. Burn marks were observed on the pulse generator case, which indicated that the pulse generator may have been exposed to an electro-cautery tool during device explant. A reset of the generator memory was performed to allow for an output to once again be provided by the generator for subsequent testing. The septum was not cored, thus eliminating the possibility of a potential unintended electrical current path through body fluids. In the pa lab, the device output signal was monitored for more than 24 hours, while the generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. In addition, a comprehensive automated electrical evaluation showed that the pulse generator performed according to functional specifications. The battery voltage shows a non-ifi condition. Other than the noted condition, there were no performance or any other type of adverse conditions found with the pulse generator.

Manufacturer narrative:
Adverse event or product problem, corrected data: previously submitted MDR stated that the event was reportable as a both a malfunction and an adverse event; however, this should have been reportable as an adverse event only. This report is being submitted to correct this data. Type of reportable event, corrected data: previously submitted MDR stated that the event was reportable as a malfunction; however, this should have been reportable as a serious injury. This report is being submitted to correct this data.